Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to fluid discharge at the incision site. Reportedly, the physician suspected stitch abscess. A pocket revision was performed with washout and cultures. There were no additional adverse patient effects reported. This ICD remains in service. Additional information indicated that the system was already explanted due to pocket discharge and dehiscence. This ICD will not be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against this device was not confirmed. This device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental report was created to update b5, d6b: explant date, h6: patient codes with wound dehiscence and impact codes: device explantation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to fluid discharge at the incision site. Reportedly, the physician suspected stitch abscess. A pocket revision was performed with washout and cultures. There were no additional adverse patient effects reported. This ICD remains in service. Additional information indicated that the system was already explanted due to pocket discharge and dehiscence. This ICD will not be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to fluid discharge at the incision site. Reportedly, the physician suspected stitch abscess. A pocket revision was performed with washout and cultures. There were no additional adverse patient effects reported. This ICD remains in service.